Event description:
User receiving low sodium and/or potassium results for 15 to 20 patient samples. The following six patients examples were provided which occurred in 2008. Repeat testing occurred in the next day. Units of measure = mmol/l. Initial sodium 128; repeat 136. Initial potassium 3.89, repeat 4.33. For samples 1-5, initial results were reported. No patients adversely affected. The field services representative determined the cause was due to bad diluent regent and replaced it. Performance tests were performed.

Event description:
User receiving low sodium and/or potassium results for 15 to 20 patient samples. The following six patients examples were provided which occurred in 2008. Repeat testing occurred in the next day. Units of measure = mmol/l. Initial sodium 134; repeat 144. Initial potassium gave 3.54; repeat gave 4.07. For samples 1-5, initial results were reported. No patients adversely affected. The field services representative determined the cause was due to bad diluent regent and replaced it. Performance tests were performed.

Event description:
User receiving low sodium and/or potassium results for 15 to 20 patient samples. The following six patients examples were provided which occured in 2008. Repeat testing occurred in the next day. Units of measure = mmol/l. Initial sodium 117; repeat 127. It was noted this patient was tested the prior day and gave a sodium result of 119. The pharmacist asked if the vale was correct. As the patient had a result of 119 the day prior, and assumed if the result of 117 was off by 10, the sodium value was still considered low and gave the patient nacl. No adverse effects to this patient were reported as a result of giving the nacl. The field services representative determined the cause was due to bad diluent regent and replaced it. Performance tests were performed.

Event description:
User receiving low sodium and/or potassium results for 15 to 20 patient samples. The following six patients examples were provided which occurred in 2008. Repeat testing occurred in the next day. Units of measure = mmol/l. Initial sodium 130; repeat 142. For samples 1-5, initial results were reported. No patients adversely affected. The field services representative determined the cause was due to bad diluent regent and replaced it. Performance tests were performed.

Event description:
User receiving low sodium and/or potassium results for 15 to 20 patient samples. The following six patients examples were provided which occurred in /2008. Repeat testing occurred in the next day. Units of measure = mmol/l. Initial potassium 3.71; repeat 4.33. For samples 1-5, initial results were reported. No patients adversely affected. The field services representative determined the cause was due to bad diluent regent and replaced it. Performance tests were performed.

Event description:
User receiving low sodium and/or potassium results for 15 to 20 patient samples. The following six patients examples were provided which occurred in 2008. Repeat testing occurred in the next day. Units of measure = mmol/l. Initial sodium 133; repeat 143. Initial potassium 3.88; repeat 4.39. For samples 1-5, initial results were reported. No patients adversely affected. The field services representative determined the cause was due to bad diluent regent and replaced it. Performance tests were performed.